Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels in the morning reaching 21 mg/dl. Customer stated they are in contact with their health care professional on adjusting the pump settings. In addition, customer reported their bg levels have been low in the morning prior to starting pump therapy. Customer brought bg levels back to target range with apple juice, glucose tablets, and a protein bar.